Event description:
The device showed the following warning messages: [a3] technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin [a8] atrial lead impedance> 3000 ohms: (B)(6) 2017, high day average criterion. A re-intervention was performed on (B)(6) 2017 and the subject ICD was replaced. It will be returned for analysis. In addition, all leads have been tested (including atrial lead) and found to have good results. Therefore, atrial lead remained implanted.

Manufacturer narrative:
(B)(4).

Event description:
The device showed the following warning messages: "technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin" "atrial lead impedance greater than 3000 ohms: (B)(6) 2017, high day average criterion." A re-intervention was performed on (B)(6) 2017 and the subject ICD was replaced. It will be returned for analysis. In addition, all leads have been tested (including atrial lead) and found to have good results. Therefore, atrial lead remained implanted.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed a failure at the level of an integrated circuit.

Event description:
The device showed the following warning messages: [a3] technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin [a8] atrial lead impedance> 3000 ohms: (B)(6) 2017, high day average criterion. A re-intervention was performed on (B)(6) 2017 and the subject ICD was replaced. It will be returned for analysis. In addition, all leads have been tested (including atrial lead) and found to have good results. Therefore, atrial lead remained implanted.